Manufacturer narrative:
The device requires manufacturer evaluation to understand circumstances of the incident. Further information is needed to evaluate failure and root cause.

Event description:
According to the user the prosthetic knee unexpectedly gave way while the user was walking in their living room. As a result, the user fell and broke their femur. The user required medical attention and has been hospitalised.

Event description:
According to the user the prosthetic knee unexpectedly gave way while the user was walking in their living room. As a result, the user fell and broke their femur. The user required medical attention and has been hospitalised.

Manufacturer narrative:
Root cause is likely due to a combination of factors, such as user and activity characteristics, though a contributory role of the device cannot be confirmed nor excluded. Device analysis showed no evidence of device failure causing the fall. Trans femoral amputees are known to be prone to falling irrespective of product failure. No further actions are considered warranted.